Event description:
Medtronic received the following information obtained from the journal article endovascular aneurysm repair versus open repair in patients with abdominal aortic aneurysm (evar trial 1): randomized controlled trial. Lancet. 2005;365:2179-186. In this 4 year randomized study, 529 successful evar's were reported completed using talent and aneurx stent grafts amongst others. An analysis and break down by device type was not reported. 186 (35%) of all patients who received evar had reported one or more postoperative complications of whom 81 (44%) needed a secondary intervention. Post-operative complications included the following: graft rupture leading to death (2), graft infection (3), graft migration, type I endoleaks, type iii endoleaks, graft kinking, endotension, type ii endoleaks, deployment difficulties, unknown leaks, graft thrombosis, graft stenosis, distal embolization, renal infarction, anastomotic aneurysm, iliac dilatation, and other surgery required. Eighty-one (44%) needed a secondary intervention. Nineteen of these during the primary hospital admission. Among the remaining 62 readmissions, two patients (both presenting with graft rupture) died within 30 days of their secondary intervention. In total, there were 14 conversions to open repair after evar deployment; four during the primary theatre procedure, two more during the primary admission, and eight after initial discharge from hospital.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death, endoleak, rupture, infection, stent graft migation), patient's condition affected effectiveness of device (iliac dilatation) conclusion: device failure/lack of effectiveness related to patient condition (iliac dilatation).